Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a console undergoing a preventative maintenance and the team discovered the automated impella controller to have a flickering display. There was no patient involvement.

Manufacturer narrative:
Additional information provided in h3, h6 and h10. The investigation into the reported issue has been completed. Console logs from the reported day of event do not contain any information relevant to this failure mode. The console was sent back to field service for further investigation and was tested. The reported issue could not be reproduced, and no flickering was observed on the lcd screen. Further testing was conducted with both the 4-in-1 assembly and the lcd and no problems were observed. Furthermore, a visual inspection of the internal circuitry revealed no abnormalities. The reported issue of the "aic display is flickering" was not determined due to inability to reproduced.